Event description:
It was reported the device had "alarm occlusion even with the tubulure not connected ". The event took place during patient use.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of device found liquid in battery compartment. Error history log showed many "high alarm displayed: downstream occlusion" messages. Primary problem with defective downstream occlusion (dso) sensor. The dso sensor was replaced to address the primary problem.